Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose level at the time of incident was 477 mg/dl. Customer stated that the insulin pump was off because the battery cap's metal piece came off. Customer had been using the insulin pump system within 48 hours of reported event. Auto mode feature was not activated at the time of high blood glucose event. Troubleshooting was not completed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.